Manufacturer narrative:
All available information indicates that these products remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
It was later reported that pacing inhibition had occurred. Insulation issues and a visible fracture were also reported on the lead. As a result this lead was explanted and will be returned. The device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker detected noise on the right ventricular lead. This noise was seen in unipolar configuration but not in bipolar. However, when the device was programmed to bipolar there was no capture and no sensing. The lead measurements were normal. This patient was an avid golfer and had no symptoms. The physician elected to program the device to pace bipolar and sense unipolar. An x-ray was performed, but did not reveal anything. The patient will be further evaluated in one month.